Event description:
The report received from the affiliate indicated that during pci of a 99% de novo lesion in the distal rca that was slightly calcified and highly tortuous, a 3.5x18mm cypher bx was delivered to the target lesion without friction and when being inflated up to 8 atm, the balloon ruptured. The lesion had been pre-dilated with a lacrosse balloon catheter. Balloon rupture of the cypher balloon catheter was confirmed by decreasing pressure of the inflation device. Therefore, the sds of the cypher bx was retrieved from the patient and post-dilation was conducted with a lifespear balloon catheter at 16atm to further dilate the cypher bx stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that there was no difficulty delivering the cypher bx and the balloon catheter for the pre-dilation had no problem and so there might have been effect of the stent strut due to the flexed lesion, but the cause of the balloon rupture was unknown because the balloon catheter for the post-dilation had no problem. The exact ratio of contrast is unknown but it is usually 1:1. An indeflator of unknown brand was used and was successfully used with other devices. There was no difficulty advancing the catheter through the vessel or crossing the lesion.

Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter would not power on. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided in the initial customer service telephone call. On (B)(6) 2010, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. During this time period, the patient continued to take his usual doses of diabetes medications, amaryl (glimepiride) and an unspecified insulin. On (B)(6) 2010, the patient experienced the symptoms of nausea, dizziness and "hypoglycemia". The patient did not seek any medical attention or treatment. It would have been helpful to determine the patient's specific symptoms of hypoglycemia, his diabetes medication regimen, if he had a backup meter, and his expected blood glucose readings. Troubleshooting revealed that there had been misuse of the product, which may have caused the power issue. The meter was replaced. There had been misuse of the reported meter, which may have contributed to the power issue. The patient allegedly suffered symptoms of hypoglycemia after he was unable to test his blood glucose levels due to the reported meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.weight: not provided.the 510k#: k053529.